Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Intravenous antibiotics and surgical intervention were needed to resolve the issue and this lead was explanted. Conductor fracture was reported. No additional adverse patient effects were reported.